Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed that the current date range did not cover the event date due to continued use. No evidence of excessive battery usage was found in the current date range. Investigation found that the battery compartment was cracked from the threads to the base seal and the threads on the battery cap were damaged. The returned battery cap was unable to tighten properly but was able to maintain current contact. The pump powered up with the appropriate audible and vibratory features. All the buttons responded properly. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. The pump casing was opened and no evidence of moisture intrusion was found inside the pump. The investigation was unable to verify the reported power issue in the black box or duplicate the issue. Unrelated to the reported power issue, it was observed that the verify screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, pump does not always hold battery power. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.